Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient reported blood glucose results of '119 mg/dl' with the subject meter and '95 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, at 5pm that same day, the patient reportedly exercised. The patient denied developing symptoms. For reasons not clear, the patient reportedly went to the hospital and was given food and/ or drink as treatment. The patient obtained a blood glucose result of '119 mg/dl' with the hospital meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.